Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. However, due to physician decision, this device remains implanted but electrically deactivated and will be explanted later this year. Another ICD was implanted as a replacement device. No additional adverse patient effects were reported. Information from the field indicates this out-of-service ICD remains implanted, and there are no current plans to surgically intervene at this time. Should further information be provided, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. However, due to physician decision, this device remains implanted but electrically deactivated and will be explanted later this year. Another ICD was implanted as a replacement device. No additional adverse patient effects were reported.